Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Additional information was obtained: per the sales rep: prior to the case, I had a conversation with the surgeon regarding reload selection. The patient previously had a band removal and a black cartridge was suggested.

Event description:
It was reported that during a sleeve gastrectomy, on the first firing using a black cartridge the firing went perfect. On the second firing, there were no unexpected noises or ¿bogging¿ down of the device when firing. When the device was opened on the specimen side, the two inner rows were not formed (staples were open). The outer rows were completely closed. The patient side was fine. Seamguard® was used on both sides for all firings. The patient is female and the bmi is unknown. The surgeon fired six times to complete the case: firings one through four were black cartridges, the fifth firing was green and the sixth firing was gold. There were no patient consequences. No photos available.